Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrode pads would not adhere and slid upward on the patient's chest. When the electrode pads were removed the gel stayed on the patient's chest. Complainant indicated that the clinician performed CPR on top of the sensor of the electrode pads which caused them to slip upwards. Complainant indicated that the patient subsequently expired, however they believe it was not a result of the reported malfunction.

Manufacturer narrative:
The actual electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number: 4218 were investigated. The retained pairs of electrodes were subjected to several testing consisted of electrical testing, readiness testing, 30 joules self-testing, 10k impedance testing, and continuity testing with no discrepancies found. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. Analysis of reports of this type has not identified an increase in trend.